Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was confirmed that the device yielded no image with test 180 series scopes. Cause of issue is a faulty dr board in patient board set, needs replacement. Minor cosmetic wear and tear involving slight deflection of top cover from the front panel and left rear edge of rear panel was observed; this does not affect the fit, form, or function of the device.

Event description:
As reported for this event, during an unknown diagnostic procedure the device yielded no image when connected to a scope. There is no harm or adverse impact to the patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Regarding the image abnormality in combination with the 180 scope, when checking the change history of the parts, it was confirmed that the design of the dr board was changed on april 16, 2018. It is unclear whether this design change is related to the indicated event. However, since the device was manufactured before the countermeasures were taken by changing the operational amplifier circuit design of the dr board, it is likely that the cause was the failure of the operational amplifier on the dr board.